Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experience the high blood glucose. The customer¿s blood glucose value was 500 mg/dl. Customer also specified other relevant blood glucose and the blood glucose value was 76 mg/dl. Customer stated that they received no delivery alarm. Customer declined to troubleshooting for no delivery issue. The insulin pump will not be returned for analysis.